Manufacturer narrative:
(B)(4). The device was not returned to baxter for evaluation. Therefore, an evaluation could not be completed. If the device is returned, an evaluation will be completed and a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump delivered at a lower volume than programmed (under infusion) during therapy in the ed care area. The pump was programmed to infuse blood (programmed amount and delivery rate unknown). It was stated that this is most likely a concurrent flow issue as a result of the saline bag not being fully clamped during the blood transfusion, thereby pulling fluid from both the normal saline bag and blood which could have contributed to the under infusion event. The customer reported that the blood transfusion was delivered to the patient within the 4 hour time frame. It was also reported there was no patient injury.